Event description:
It was reported that: a resident took a desflurane vaporizer from the workroom and installed it on the anesthesia machine. A case was started in the room shortly after, and the patient appeared light. There was no agent reading on the analyzer. The doctor continued the case thinking the analyzer was malfunctioning. The doctor was using the desflurane vaporizer that was changed earlier. He was relieved by another anesthesioglist who suspected something was wrong and provided other IV medication. The case was completed using the device. It was reported that the patient had recall of the procedure. However, no other patient injury was reported.